Manufacturer narrative:
The lot numbers for two devices were provided and lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation; however, medical records were provided for review. Two malfunctions were confirmed for migration; one was inconclusive. Based upon the available information, the definitive root cause for the malfunctions were unknown. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced migration. This information was received from various sources. All three malfunctions involved patients with no known impact to the patients. The three female patients ages ranged from 41-65 years; weight of the patients are unknown.